Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: zimvie did not receive one (1) unknown zimmer implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, instructions for use (IFU), and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician selects an implant that is unable to resist long-term occlusal loading, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. D2: device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. Email address unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that implant was placed 4 years ago and loaded with prosthesis. Patient came to medical office with prosthesis on hand. After check up and x-ray doctor noticed that the implant head and the screw were fractured. Patient would need to come back for new surgery and new prosthesis.